Event description:
On 4/3/95 an aus device was implanted. On 10/12/95 the pump and balloon was revised and tandem cuff implanted. On 5/1/97 patient is alleging he is still dribbling- experiencing some leaking.